Event description:
On (B)(6) 2013 patient reported having concerns with the up arrow button on the infusion device not making connection when it is pressed. Patient stated he noticed the issue on (B)(6) 2012. Patient reported the concern is intermittent. Patient stated he can press the button hard to get it to make a connection. Patient reported the button is raised and an audible beep is heard when the button is pressed. Submitted request for assistance. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Initial reporter was not asked for this information. It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.